Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer's cursor moved autonomously after the software update. No autonomous activation of the on-screen features was observed. Analysis was able to confirm the screen was not responding consistently to finger touch, unexpected poor response of the touchscreen was observed. An electromagnetic interference repair was performed. It was also determined at analysis that the cord bay and cord bay door was broken. The left and right keyboard sliding rails, hinges and handle were broken. The paper drawer was nearly empty, and the cooling fan was noisy. The final functional test failed due to a loose connection on the link electronic module (lem) board. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of the programmer's cursor moved autonomously after the software update. Autonomous cursor movement was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's cursor moved autonomously after the software update. It was noted that the screen was not responding consistently to finger touch. There was no patient involvement.